Event description:
It was reported to philips that the wireless footswitch had a charger issue. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The diagnosis procedure was successfully completed using the same system and footswitch, as the charge endured for several days. A philips field service engineer (fse) visited the site, discovered the broken pin on the wireless footswitch charger, and replaced the charger. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that a scenario where the procedure was completed on same system without impacting the procedure is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.